Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced asystole post device implant. Following implant, the device was set to auto capture. The patient had a seizure and was paced externally until the device was reprogrammed to 5 volts at 1 millisecond. It was noted that prior to the change-out there had been concerns with the competitor right ventricular (rv) lead. Additional information indicates the physician believed this was a rv lead concern. The lead was replaced. No additional adverse patient effects were reported. The device remains in service.